Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of surgical procedure as listed in the graftmaster rx coronary stent graft system instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the reported treatments appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 3.5 x 19 mm rx graftmaster covered stent was being used to treat a perforation in the left anterior descending (lad) coronary artery. The graftmaster covered stent was successfully deployed; however, it only partially sealed the perforation. An unspecified balloon catheter was used in an unsuccessful attempt to completely seal the perforation. Pericardiocentesis was performed and the patient was then taken for coronary artery bypass graft (CABG) surgery. As of (B)(6) 2017 the patient was still hospitalized and in the intensive care unit (ICU). It was reported that the use of the graftmaster covered stent did not cause or contribute to complications or an adverse event. No additional information provided.